Manufacturer narrative:
During a dialysis treatment, a pt weight gain was reported. The pt underwent a second, unscheduled treatment. A mes (medical equipment service) technician examined the machine and found no problem. On 9/4/96, the condition recurred and the uf pump was replaced. A review of the drf history does shows that two other incidents resulted from the component failure investigated in this complaint. In this complaint, the investigation by the field rep showed no problems, so no components were replaced. The above mentioned complaints were generated when the field rep later in the week had to return to the machine because two add'l pt had weight removal problems, generating the two new complaints/MDR's documented. A secondary search of the dtf history for this product is not possible. The field rep originally found no problem with the uf (ultrafiltration) pump. Therefore, no product was returned for investigation for this complaint. However, the product was later found defective and this investigation was documented in later complaints. Based on related complaint investigations for this machine, it is concluded that the failed thermal fuse caused the reported incident. Customer contacted: n. Sales/service contacted by investigator:n training required:n.

Event description:
During a dialysis treatment, there was weight gain of 0.4kg. Pt underwent an unscheduled treatment to remove the weight. The med (medical equipment service) technician found no problems with the machine. On 9/4/96, condition recurred (firm #0996061 & #0996062) and the uf (ultrafiltration) pump was replaced.